Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue was resolved after replacing the battery and configuring clock settings. The product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.